Manufacturer narrative:
Samples received: 32 unopened and 1 open pouches. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed in the market (B)(4) of this batch. There are no units in our stock. We have received 32 closed samples and 1 open and used sample with the thread surface damaged. We have checked the closed samples received and thread surface is correct and the usual one. No defects/damages have been found on the surface of the closed samples received. Nevertheless, sewing test on artificial skin tissue has been conducted with the closed samples received and we have noticed that fraying/open braiding appears in some parts of the stitches. Final conclusion: taking into account that the braiding of the closed samples received is faulty when sewing test is conducted, we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread was getting twisted/twirled during usage.